Event description:
It was reported that patient was starting to leak. Patient underwent a replacement procedure of his artificial urinary sphincter (aus). All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested however no further information was available.